Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand, marquis dr; implanted in 2003. Evaluation summary performance data collected from the device indicates battery depletion. However, actual device analysis was inconclusive. Initially, evidence of a high current drain before the battery voltage settled at eri level was found, but further analysis showed no abnormal conditions.